Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  In this case (cer 82907) the ventilation continued, and the connection loss only concerned the interaction panel (ip). The root cause of the "panel connection loss" is a software bug. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported from the complainant which should have led to further questions regarding any harm to the patient or user. The allegation in cer 92907 was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like the issue in cer 92907 as it will be deemed a reportable event.

Event description:
While using this c6, the touch panel stopped working. Therefore, the hospital staff stopped using the c6. The logs show that "touch not functional" and "panel connection lost" occurred.